Event description:
Sew-right sr-5 reportedly misfired, perforating the pt's stomach. The user facility report states that the device "fired twice as is expected but it did not disengage from the tissue. Doctor states that the pt is ok and they will do a hypaque study as a follow-up."